Event description:
Device 2 of 2. Reference MFR report: 1627487-2010-01267.

Manufacturer narrative:
Eval: results: the lead was kinked with broken wires. The lead was returned incomplete. No functional testing on the incomplete lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.